Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The assignable cause for the reported condition was determined to be battery low. The main battery was replaced to resolve the confirmed issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-27 (malfunction in slide clamp detection circuit) alarm. This event occurred before use. There was no involvement. No additional information is available.